Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the included peal-away sheath broke off with difficulty until it failed to break off when placing the PICC line. Struggling with this sheath caused more blood loss for the patient. No direct consequences for the patient as it eventually worked with difficulty. Just bleeding longer than usual. No other information was provided.

Event description:
It was reported the included peal-away sheath broke off with difficulty until it failed to break off when placing the PICC line. Struggling with this sheath caused more blood loss for the patient. No direct consequences for the patient as it eventually worked with difficulty. Just bleeding longer than usual. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty separating the sheath was confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer sheath. The sheath was returned split in half. Usage residues were observed on the sample. Microscopic inspection of the orange handle revealed plastic deformation near the catheter channel. The plastic was observed to be whitened and stretched on one side of the handle. The uneven break and plastic deformation on the t-handle suggested the difficulty separating the sheath was likely related to the manufacture of the device. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.